Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer was able to interact with the pump. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.